Event description:
It was reported that approximately five months after a coronary artery drug eluting stenting treatment procedure, in-stent restenosis occurred. The patient's anatomy was reported as mildly tortuous. The lesion was located in the proximal left anterior descending (lad) artery. The vessel size was 3.5mm in diameter, mildly calcified, 90% stenosed and the lesion was 10.0mm in length. During the initial procedure, the physician pre-dilated the lesion with a maverick2 3.00x20.0mm balloon at 9 atms. The physician then successfully implanted a taxus express2 3.50x32.0mm drug eluting stent (des) at the lesion site. There were no patient complications. Plavix was administered prior to the procedure and was administered as follow-up. Five months later, the patient began to experience chest pain and myocardial infarction. A diagnostic examination revealed 80% in-stent restenosis at the stent previously implanted in the proximal lad. The patient underwent another coronary artery des stenting procedure in which a taxus express2 3.50x12.0mm des was placed at the site of restenosis. There were no complications and the patient is reported to be doing well.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. Should further relevant information become available; a supplemental medwatch report will be filed.